Event description:
Additional information was received that this device was explanted due to an unrelated observation and returned for analysis.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific received information that implantable cardioverter defibrillator (ICD)delivered multiple shocks for slow ventricular tachycardia (vt) above the rate cut off. Therapy was exhausted due to treatment of sinus tachycardia in the vt zone. There have been no further episodes and no adverse patient effects were reported. The patient has been referred for an ablation consultation.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.